Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) underwent a magnetic resonance imaging (MRI) scan; however, the device was not programmed to MRI protection mode. A request was made to review available data in the remote monitoring system, to ensure no issues were encountered during the scan. A review found an atrial tachy response (atr) episode was stored due to oversensing of external noise on the right atrial (ra) lead. There were no episodes showing noise or oversensing on the right ventricular (rv) lead and no inappropriate therapy or device alerts occurred. Additionally, there were no significant changes observed in the lead measurements (impedance/threshold/amplitude). No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.